Manufacturer narrative:
8/30/15 follow up: customer reported that the pump is "working fine." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 3.5u correction bolus for a 182 mg/dl blood glucose level; however, the delivery summary showed 0.15 unit delivery for the day. Multiple attempts were made by tandem technical support to perform troubleshooting but the customer did not respond.